Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during our testing. Moisture damage was found on electronic and motor assembly. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported some moisture under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.